Manufacturer narrative:
(B)(4) - urinary/bowel problems; dyspareunia; recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted, on (B)(6) 2008 mesh was implanted and on (B)(6) 2010 mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues, urinary/bowel problems, recurrence, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient underwent a restorelle y shaped mesh implant on (B)(6) 2010. It was reported that patient underwent coaptite urethral bulking agent injection and cystourethroscopy on (B)(6) 2010 due to intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, urinary urgency, vaginal discharge and bladder pain. It was reported that the patient underwent removal of vaginal mesh, removal of midurethral sling, urethral lysia, uterosacral vaginal vault suspension anterior and posterior repair, burch cystourethropexy, and cystourethroscopy on (B)(6) 2009 by dr. (B)(6) md.